Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient developed a skin reaction that consisted of itching, burning, rash, redness, pimples, blisters, infection and pustules extended beyond the patch perimeter. The patient´s parent took the patient to the hospital because the sensor insertion site was infected. At the hospital, the sensor was removed and the area was cleaned and drained. The reaction was treated with a prescription of an unspecified oral antibiotic. At the time of the report, the patient was in stable condition. No additional patient or event information is available.